Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed a degradation of the chemical performance, which confirmed the complaint. The system correctly disabled the sensor when it detected the performance degradation, and the system's self-test functions were working normally. The root cause of the performance degradation was due to oxidation of the chemical component of the sensor. The user was offered a sensor replacement as a resolution. B4.date of this report 10 july 2025. G3.date received by the manufacturer? 10 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307